Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 111 mg/dl, 117 mg/dl and 223 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.